Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past four months. A companion sample from an alternate lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. After receiving a cycler alarm, he opened the cassette door and found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient did not have any signs of infection. He was not prescribed any antibiotics.